Manufacturer narrative:
The reported event for low impedances was confirmed. Microscopic analysis of the ipg header indicates fluid intrusion occurred in the header chamber for port 9-16. Multiple electrodes for port 9 to 16 failed impedance testing. After cleaning the header multiple times, the ipgs impedance values measured within the expected ranges. This confirms that fluid intrusion into the ipg header for port 9 to 16 had occurred. Fluid intrusion into the ipg header can cause a change in impedance values.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the extension and ipg had low impedances. In turn surgical intervention was undertaken wherein the extension was explanted and replaced. When removing the extension from the header, fluid was present in the header. The ipg was also explanted and replaced to address the issue.